Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with a new cartridge during the loading process. Reportedly, the customer was able to load a new cartridge after multiple attempts. There was no reported adverse impact to the customer's blood glucose level due to this issue.